Manufacturer narrative:
Trackwise # (B)(4). Updated section: the device was returned to the factory for evaluation on 05/06/2025. An investigation was conducted on 05/08/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. The clear silicone insulation on the hot jaw was observed to be intact. There was no silicone insulation on the entire cold jaw, exposing the entire length of the cold jaw. No other visual defects were observed. The detached cold jaw silicone insulation was not returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000466797 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone partially detached from jaw. No components detached into tunnel. Jaws were intact prior to procedure no patient harm. No added incisions or time. Opened new kit to finish case.